Manufacturer narrative:
Unit received unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test or verify no excessive no delivery/occlusion alarm and motor error alarm due to completely broken reservoir tube lip. The motor was tested outside of the device and passed. Pump received with broken reservoir tube lip and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. (B)(4).

Event description:
Information received by medtronic indicated that the reservoir compartment had missing pieces. Customer stated that reservoir can be locked in place when inserted in the insulin pump. Customer stated that the insulin pump had motor error and that they were able to rewound. Customer also stated that the drive support cap was normal. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.